Manufacturer narrative:
Additional common device name: intravascular administration set. Additional medical device type: fpa. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® push button blood collection set had plastic molding defect. No serious injury or medical intervention.